Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation of ¿a foreign material adhered to the insertion tube¿ and ¿a foreign material adhered to the boot on the insertion tube side¿ were confirmed. Based on the results of the investigation and with the obtained information, it could not be specified what the foreign material was and the root cause of the remaining foreign material. However, it was confirmed that there was no deformation on the section of the device with the foreign material. It was also confirmed that the reprocessing was implemented in line with the instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 20 years since the subject device was manufactured. The subject events can be detected and prevented by implementation in accordance with the below IFU: instructions for evis lucera gif/cf/pcf type 260 series, operation manual chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for evis lucera gif/cf/pcf type 260 series, reprocessing manual chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope's universal cord's coat was deteriorating. There was no report of patient harm. The device was returned, evaluated, and foreign matter was attached to the image guide coil and the connecting tube. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that the universal cord was cut and sticky. In addition to the foreign matter found attached to the image guide coil and the connecting tube, other evaluation findings are as follows: water tightness was lost due to a pinhole on the channel tube; the adhesive on the bending section cover was chipped, cracked, and had a white clouded area; the mouthpiece was loose; the adhesive around the objective lens was peeled; the adhesives around the light guide lens had a white clouded area; the plastic distal end cover had a burn; the suction cylinder and the forceps channel port were shaved; the paint on the suction cylinder was peeled; the protector of the universal cord on the control section side was scratched; and the switch could not be pressed down smoothly due to damage on switch#2. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. It is unspecified if there was any delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. The customer flushed the air/water nozzle with water and air and wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution and presoaked the endoscope in the detergent solution. Lastly, the customer wiped the insertion section. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.